Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable high crep2 creatinine plus ver.2 results from the cobas pro c 503 analytical unit. Patient (B)(6) had two sample tubes collected. The result from tube 1 was 63 umol/l. The result from tube 2 was 121 on the other. The results were reported outside of the laboratory and were questioned by the doctor. The samples were repeated and the result for tube 1 was 63 umol/l and the result for tube 2 was 64.5 umol/l. On (B)(6) 2022, for patient (B)(6), the initial result was 113 umol/l and the repeat result was 61.6 umol/l. It was not known if the questionable result for patient 2 was reported outside of the laboratory. The reagent lot number was 618951. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer found crystallization on the sonic wash station. He changed the sample probe and cleaned the sonic wash station. The investigation determined the service actions resolved the issue.